Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434904011 64288880 glenosphere 40 mm diameter. Report source: europe: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03398. Device location unknown.

Event description:
It was reported by the sales rep that the surgeon had difficulty to impact the head on the metaglene. There was surgical delay of twenty (20) minutes due to this reason. The surgery was completed as usual. No additional patient consequences are known at this time. Was completed as usual. No additional patient consequences are known at this time.